Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on the morning of the event, blood was withdrawn without any issue and pulsing flush was performed afterwards. A little later, the operator tried to use the catheter again, but no aspiration nor infusion were possible and the catheter was removed. Operator stated that, after removal, something resembling blood could be seen in the catheter's lumen. There was no patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded groshong PICC is confirmed, and the cause appears to be use-related. The device returned was one groshong nxt s/l PICC. Visual observation found that the catheter was full of use residue, apparently solidified blood. A small region of text on the extension leg had been rubbed off. Tactual evaluation found that the catheter manifested tensile weakness at two points: one in the extension leg where the text had rubbed off and one just distal to the two-piece connector. The rubbing and tensile weakness are consistent with clamping, which may have been a precautionary measure occurring after the reported failure. Functional testing found the catheter to be occluded; only a little fluid could be infused before the catheter became totally obstructed and the extension leg ballooned at the point manifesting tensile weakness. The groshong valve slit length measurement taken was found to be within specification. It is known that, since use residues are found inside the catheter, aspiration was at one point possible during use. The reported condition must therefore have developed during use. In addition, no problems with the groshong valve could be confirmed. Potential causes include blockage of the valve via fibrin sheath material and inadequate flushing/maintenance. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on the morning of the event, blood was withdrawn without any issue and pulsing flush was performed afterwards. A little later, the operator tried to use the catheter again, but no aspiration nor infusion were possible and the catheter was removed. Operator stated that, after removal, something resembling blood could be seen in the catheter's lumen. There was no patient harm reported.